Event description:
It was reported the pt's programmer displayed the low battery warning for the ipg which the sjm representative successfully cleared. Based on the pt's program settings, it appears the warning is indicative of battery passivation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.